Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was good.